Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 5.1 inr and the result from the laboratory was 3.1 inr. The laboratory reagent was dade innovin. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The patient was not anemic, no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no coumadin dose change, no new medications, no new illness, no diet changes, and no signs of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.